Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During procedure for ablation, an intellamap orion catheter was selected for use. It was reported that the doctor opened the orion and went to deploy it in order to condition it. The device was not able to undeploy. The issue was found during testing before inserting into the body. Device has been replaced and the procedure was completed successfully with no patient complications. The device is not expected to be returned as it was disposed.